Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the display screen was dim. Patient reported that the dim display issue occurred gradually over the past few months. Issue was not resolved by contrast reset to maximum, removal of lens film or battery changes. Patient confirmed that there was damage to pump casing, no moisture exposure, and power loss. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.